Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification. The lens was cut in half. A substance that appears to be viscoelastic (ovd) was observed in the sample. Also, the visual inspection revealed surface residuals on the lens that could be compatible with handling the lens non-sterile environment and the explant process. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that once an zcb0000260 intraocular lens (iol) was implanted the surgeon used an ora abberometer and determined that an iol of a different diopter power should be used. The incision was enlarged and the iol removed from the patient's eye and the new iol implanted in the patient''s eye. No patient injury reported.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.